Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported that when the clinician ried to inflate the cuff, the pilot valve did not allow the syringe to be connected to inflate the cuff. The tube was not used on a patient. The device will not be returned for evaluation, it was discarded by customer.